Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The physician stated that the cuff did not achieve adequate urethral compression and noted that the balloon was positioned very deep within the retropubic space. As a result, the balloon was explanted and replaced with a higher-pressure balloon. No further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with size incorrect for patient may have been due to a potential measurement error. The reported issues with malposition of device may have been due to a potential placement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. D4. Concomitant product UDI for balloon is (B)(4) and for the pump is (B)(4).